Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER after receiving a vibratory patient notifier. The patient was not reported to be symptomatic and no other anomalies were reported. It was discussed that based on the serial number a single charge timeout on this device the physician may wish to consider replacing the device. Hence, the device was explanted and replaced. The patient was stable following the procedure and will be followed normally.